Event description:
The hcp reported that the pt developed an infection in the device pocket. The date of onset of the infection is reported in 2006. The pt does not have meningitis. The signs and symptoms of the infection were redness, swelling, drainage and incisional wound opening. The primary source of the infection was the device pocket; a culture of the pocket was obtained and mrsa was cultured out. The pt was treated with device explant and intravenous antibiotics. The infection has resolved and a new device has been implanted. The pt has the risk factors of debilitated status and decubitus ulcers.